Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula crimped event on (B)(6) 2025. The event occurred within 3 hours after insertion. The insertion site was abdomen. The blood glucose level was 592mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.